Event description:
The event is reported as: complaint description: the staple jammed during use. No pt injury reported.

Manufacturer narrative:
Sample returned to MFR, but investigation is incomplete at time of this report.